Manufacturer narrative:
During assembly of the mediastinoscope with the combination products, the shaft broke at the connection point to the base body. The examination did not reveal any impairment or weak point at the connection point between the shaft and the base body (laser weld). The breakage was caused by a high force impact, which led to a total failure of the optics. The breakage is based on user error and is not due to a production or manufacturing defect. At the time of the failure, the optic was already > 9 years old. Pre-damage in the area of the connection point cannot be ruled out due to the age. The event is filed under internal karl storz complaint ID (B)(4).

Manufacturer narrative:
Investigation on-going. Product has been returned but the evaluation is not complete. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID (B)(4). As of today, there is one similar device report or a report due to similar complaint assessment. Per the IFU im-000003 IFU v17.0 states to inspect the endoscope for any visible signs of damage and to not use if it is damaged or difficult to use.

Event description:
It was reported that there was event with a 10970ba dci hopkins telescope 30 degree. During assembly of the three-part mediastinoscope, the scope broke off from its base. Surgery was canceled. No patient injury, patient under anesthesia, but no incision made.